Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin and meropenem (doses, frequencies and routes of administration not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.